Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1(indicates the sensor was never activated) with insertion failures was observed in event log. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. A further extended investigation was conducted. Visual inspection was performed however, no issues such as damage were observed. Sensor plug was removed, the puck receptacle looked clean. Sensor tail was observed to be bent with a few cracks, however no cracks on the sensor neck was observed. Plug assembly was observed to have no issues. Sensor applicator sheath was fully retracted and no loose components was observed, the sharp was also present. Sensor pack platform was observed to not be fully lowered. All components in the pack were observed to be aligned. The sensor data in the initial scan from previous phase investigation was reviewed. The sensor was observed to be in state 1 with recorded insertion failures. The returned sensor was scanned on the evaluation module (evm), reprogrammed and activated using the patch reader and patch programmer. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. The smu test was not observed to fail therefore, the observation made in previous phase of the investigation was not confirmed. No abnormal errors were observed during testing, and the returned puck passed all testing. Accuracy test indicates that all the electronics on the pcba are functioning as intended. No evidence of a product malfunction was observed therefore; this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "countdown 60 minutes" error message was reported with the abbott diabetes care (adc) device in use with samsung s24 with android operating system version 2.12.1.11476. As a result, the customer experienced a cold with "quiet coma" and lost consciousness and was unable to self-treat. The paramedics were called and administered the customer glucagon g30l6g via injection for treatment. The customer was placed in the restroom and later regained consciousness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "countdown 60 minutes" error message was reported with the abbott diabetes care (adc) device in use with samsung s24 with android operating system version (B)(6). As a result, the customer experienced a cold with "quiet coma" and lost consciousness and was unable to self-treat. The paramedics were called and administered the customer glucagon g30l6g via injection for treatment. The customer was placed in the restroom and later regained consciousness. There was no report of death or permanent impairment associated with this event.